Event description:
Catheter placed in svc. Placement confirmed by x-ray. IV rn attempted to remove guide wire and met with resistance. A leak was noted within one cm proximal to y junction. Entire catheter removed intact. Another PICC was placed without difficulty.